Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump was set to the proper time and date. No unexpected reset time was noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The blood glucose reading was 77 mg/dl. The customer stated that she was trying to clear the check blood glucose alert when the alarm occurred. She also observed that the insulin pump reset the time on its own. Troubleshoot for low blood glucose was declined. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.